Event description:
A "scan again in 10 minutes" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. The customer then utilized a competitor brand meter to obtain an unspecified reading and was administered insulin by their caregiver. Customer then presented with hypoglycemic symptoms described as "pale and complains" so the caregiver called emergency services. Upon arrival of emergency services, the customer was administered an unspecified "intramuscular injection" for treatment by a hcp. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. The customer then utilized a competitor brand meter to obtain an unspecified reading and was administered insulin by their caregiver. Customer then presented with hypoglycemic symptoms described as "pale and complains" so the caregiver called emergency services. Upon arrival of emergency services, the customer was administered an unspecified "intramuscular injection" for treatment by a hcp. No further treatment was indicated. There was no report of death or permanent injury associated with this event.